Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 5 seconds and was removed without any problem. The procedure was completed with a different device. There were no patient complications reported.